Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 3006705815-2017-00578 and 1627487-2017-02804. It was reported the patient experienced a fall and the patient's scs stimulation was turning on and off since. A company representative met with the patient and troubleshooting of the patient¿s system revealed low impedance for all of the leads contacts. Follow up identified surgical intervention was taken, during the procedure the physician suspected fluid may have entered into the ipg header. In addition, the patient's ipg was inoperable, the physician replaced the ipg. Reportedly, stimulation therapy was restored postoperatively.